Event description:
Additional information received reported at the routine refill on 2014-(B)(6), when the volume discrepancy was discovered, the logs were read and there were no indications of a motor stall. The rate was decreased to100mcg per day then the patient began having increased tone and back pain. On 2014-(B)(6), the rate was then increased to 200mcg per day due to the symptoms with little effect from the increase. The cause if the discrepancy was unknown. It was noted there were no obvious catheter kinks or disconnects on an x-ray. On 2014-(B)(6), the patient saw a neurosurgeon and the plan was to replace both the pump and catheter. The patient had not yet recovered and the symptoms/issue was ongoing.

Event description:
It was later reported all of the catheter was taken out on (B)(6) 2014 and a new catheter was placed. The dose was reduced to 100 micrograms per day of gablofen. The patient was doing well since the reporter had not heard from the doctor's office. The patient was kept over the weekend after the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter issue was an occlusion however the location of the catheter issue was unknown and noted to be possibly at the tip. The suspected catheter problem was confirmed when the catheter was removed in surgery. Additional actions included the rate being decreased to 158.8mcg/day and "managing spasticity per patient and family". In terms of how the patient was now doing, they recovered without permanent impairment.

Event description:
It was reported the actual residual volume was greater than the expected residual volume at the first refill after a pump replacement. The actual residual volume was 14 and the expected residual volume was 5. There was no symptom change with the discrepancy. The issue did not appear to be a programming error. The pump was programmed in flex mode with no steps at 9.4 micrograms per hour with a basal rate of 225.2 micrograms per day. A roller study was done on (B)(6) 2014 and the rollers moved just fine. A catheter access port (cap) study was attempted under fluoroscopy, but the physician was unable to aspirate. The patient was being referred to a surgeon for a replacement on an unknown date. The system was being used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).